Manufacturer narrative:
Per the clinic, the wound revision (skin flap revision surgery) on (B)(6) 2024 was performed under general anesthesia.

Event description:
Per the clinic, the patient experienced a wound dehiscence and developed a wound infection at the implant site (specific date not reported). Subsequently, the patient was hospitalized overnight and underwent a wound revision surgery on (B)(6) 2024. During the admission, the patient was administered with oral and IV antibiotics. However, the issue could not be resolved and the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.